Manufacturer narrative:
Additional information provided in device evaluated by MFR?, and additional MFR narrative. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. No lot information is available and the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent dislodgment or movement is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported an unknown number of patients with an implanted micro-stent that require the device to be repositioned or trimmed. Additional information was requested.